Event description:
It was further reported that the product malfunction contributed to adverse health effects. The patient experienced significant hypertension with a heart rate that dropped down into the sixties. The patient also experienced a rapid development of pulmonary edema which subsequently resolved over a period of five to ten minutes. At the time of the incident, the patient was being infused with a life-sustaining medication. The patient was critically ill on ECMO and was intubated and on full ECMO support during the incident.

Event description:
It was reported that the medfusion pump abruptly alarmed with the following message: "invalid syringe size." This alarm was observed while the patient was being transported from the pic to the cath lab. The nurse that was assisting with the transport reset the pump after suspecting that the alarm was produced because of a knock or bump. Within one to two minutes of the reset, the patient's map increased significantly by over 40 mmhg. This was associated with a dropping heart rate; consistent with accidental bolus of epinephrine. Flows also dropped on ECMO. The epinephrine infusion was stopped, and a sedative was administered to assist with the lowered bp. Frank pulmonary edema developed, with approximately 20 ml of fluid out of ett. Over the subsequent ten to fifteen minutes, the pressure normalized, and there was no further edema. No further patient complications were reported.